Manufacturer narrative:
The customer complaint can not be confirmed due to the lack of sample. If defective sample becomes available at a later date, this complaint will be updated accordingly. No corrective action implemented at this time.

Event description:
The event is reported as: complaint alleges: during pt use there was a leak (absence of sealing) on the level of the suction control dial. No pt injury reported.